Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the atrial lead exhibited low pacing impedance, as well as noise which could be reproduced by isometrics. No intervention was performed.

Event description:
New information received indicated that the atrial lead was capped and a new lead was implanted successfully on (B)(6) 2017. The patient tolerated the procedure well. No intra op or post op complications.

Manufacturer narrative:
Correction: the lead was originally reported as capped, the lead was actually explanted. The field report of noise problem and low lead impedance was confirmed. Final analysis found that the internal insulation was abraded at 18.6cm to 18.7cm from the connector pin

Event description:
New information received on (B)(6) indicated the atrial lead was explanted.